Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:¿to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.

Event description:
It was reported that the catheter balloon was not able to be deflated during removal. The patient had to be sent to operation theatre for removal. It was later per additional information from ibc via email (B)(6) 2019; first the urologist attempted to cut the lumen but this did not deflate the balloon. The inflated catheter balloon was finally removed by percutaneous puncture. General anesthesia was used for the procedure. No additional medical intervention was required.